Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Event description:
The following has been reported: reported/incident date: (B)(6) 2024 office location: (B)(6). Pump serial number: (B)(6) type of alarm: misloaded tubing set pump infusing? No patient harm? No; mild delay in care d/t troubleshooting hard power reset? Yes result of power reset? Continued reported by: nurse other notes: nurse tried multiple sets, received same alarm. Those sets were tried in different pumps and worked. Nurse cleaned pump with particular focus on cassette loading area, and pump continued to give same alarm. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) pins cleaned and successful test infusion run. Pump returned to service. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.